Event description:
Customer filed a medsun report: "the footswitch failed; in the process of troubleshooting the switch it was found that the initial manufacturer of the switch had soldered "cold" solder connections that may have contributed to the failure. A new switch was ordered; however, there is concern that the solder connections may be the same on the new unit.